Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The reported feedback suggests that there¿s no weld between the tip to hit and the tubing. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.